Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level due to the reported issue. During troubleshooting with tandem technical support, the malfunction was cleared.